Manufacturer narrative:
H6: ventec evaluated the device but was unable to duplicate or confirm any issues with its ventilation output, nor was ventec able to confirm any conditions which may have contributed to the patient's reported discomfort when trying to breathe. Proper device operation was observed through functional and performance testing. The cause of the report issue could not be determined.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device had to be removed from a patient because it did not appear to be providing them with adequate ventilation. As a result of the alleged inadequate ventilation, the patient reportedly struggled to breathe. There was patient involvement associated with the reported event. There were no reports of patient harm as a result of the reported issue, however, medical intervention was required in order to prevent permanent impairment or damage to the patient. No further details about the patient or the event were provided. Ventec has made multiple attempts to contact the initial reporter in order to obtain additional information, but no response has been received.

Manufacturer narrative:
The initial reporter responded to ventec's requests for additional information about the event. As a result, sections a1, a2, a3, a4, a6 and b7 have all been updated, accordingly. Please note that section a4, weight, is actually 183.4 lb but the electronic submission field would not allow decimals. Additionally, section b3, date of event, has been updated to july 23, 2023, based on new information provided by the reporter. The initial reporter further advised ventec that there was no harm to the patient as a result of the reported issue. Ventec continues to investigate the reported issue. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.